Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, there was a pinhole near the proximal ro marker on the body of the balloon, which does not confirm the reported event of the balloon tearing. Microscopic inspection confirmed the pinhole. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. Pertaining to the found failure of the balloon pinhole, it is possible that some echoendoscope and elevator positions result in excess friction between the catheter and the working channel, resulting in the balloon pinhole during the procedure. Therefore, the most probable root cause for the pinhole is adverse event related to procedure. However, because the reported failure of the balloon tearing cannot be confirmed, the root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a tear was noted on the balloon after pulling the device out of its tightly wound packaging. The procedure was continued and completed without the use of another hurricane rx balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.